Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: battery compartment crack above the bumper pad traveling down to the bumper. Battery compartment crack at case seal below the bumper. Evidence of moisture observed under display lens; visible rust/corrosion inside the battery compartment. Performed leak test; leak test failed due to battery compartment leak and display lens leak near top right corner of display lens. Opened pump; observed evidence of internal moisture & evidence of moisture on keypad flex. Display is dim/fading (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.